Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the interface was not working properly and there was a problem with the red and blue plugs when turning to 4 channel parotid. They plugged into the orange and purple and everything works. They turned off channels red/blue. There was no known patient impact reported.

Manufacturer narrative:
Analysis of the device found that the customer's issue could not be duplicated. The broken cable clips/wave washer were replaced. The UDI number/serial number on the box was engraved. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.